Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed 300 grams of carbohydrates instead of the intended 30 grams into the bolus menu. Reportedly, the customer delivered a bolus of 20 units of insulin, and experienced a blood glucose (bg) level of 40 mg/dl. The customer was admitted into the emergency room (ER), and was treated by being provided a drink, and being monitored by health care provider. Seven hours later, the customer left the ER feeling stable and with a bg level of 297 mg/dl.